Event description:
We were informed on november 2, 2023 about an event regarding a patient with medtronic deep brain stimulation implantable pulse generator (tpg). The patient underwent a procedure to replace the medtronic ipg with a boston scientific ipg for an unknown reason. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).